Event description:
It was reported from (B)(6) that the battery device does not function. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was out of specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper repair. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate